Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 510 mg/dl. The customer blood glucose was high because he has been off the pump. Customer's wife stated that patient high blood glucose caused him serious injury/hospitalization but they reported it. Customer's wife stated the doctor setup the pump and her husband blood glucose isn't sending to the pump. Customer's wife was assisted with programing the meter ID into the pump and confirmed the blood glucose did send over.